Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported by the customer there was an overinfusion while using bd alaris¿ pump module smartsite¿ infusion set. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: "I am one of the clinical pharmacy specialists at sfmc and work with our infusion pump/alaris library for the hospital. I was notified of a few instances where the pump had over-infused. 3 reported over the last 3-4 months. I noted that there was a prior recall on infusion sets that seemed to indicate this possibility due to tubing thickness variability. Note while we are currently suspecting the tubing is the issue we have not yet ruled out other situations. Given the seriousness of the potential problem we felt it would be prudent to discuss with bd. I called the product recall line and they were unable to provide any specifics on active recalls that are similar to this. We are working to determine what lot numbers were potentially used in these situations."

Manufacturer narrative:
H6: investigation: no product or photo was returned by the customer. It was reported that there was an over infusion on 3 occurrences. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported by the customer there was an overinfusion while using bd alaris¿ pump module smartsite¿ infusion set. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: "I am one of the clinical pharmacy specialists at sfmc and work with our infusion pump/alaris library for the hospital. I was notified of a few instances where the pump had over-infused. 3 reported over the last 3-4 months. I noted that there was a prior recall on infusion sets that seemed to indicate this possibility due to tubing thickness variability. Note while we are currently suspecting the tubing is the issue we have not yet ruled out other situations. Given the seriousness of the potential problem we felt it would be prudent to discuss with bd. I called the product recall line and they were unable to provide any specifics on active recalls that are similar to this. We are working to determine what lot numbers were potentially used in these situations."